Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml dilaudid at a dose of 0.06 mg/day via an implantable pump for spinal pain. It was reported that a motor stall was seen at initial interrogation and the patient recently had a MRI. The patient thought it was probably an open MRI. The MRI was done due to a suspected problem with the device or therapy. The hcp thought the patient may be having some side effects from the drug, but they have since ruled out the pump saying they were not affiliated with the pump. A motor stall recovery had not occurred according to the logs. It had not been less than 2 hours since the patient exited the MRI field. The patient had to be sedated for the MRI, so he didn¿t come to the office until a few hours later. The hcp first interrogated the pump about 50 minutes before the time of the report. None of the interrogations resulted in a recovery. The pump was programmed to minimum rate mode. The hcp heard an alarm from the pump, but it wasn¿t the critical alarm, it was the single tone. The hcp checked the logs for any non-critical alarms, but only the motor stall message was documented. The hcp mentioned that the patient couldn¿t lay in the MRI because of the pain. The event date was stated as (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
Device code: (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated due to the intrathecal medications with minimal rate, the patient was sent home. They followed up with the patient the next morning and the patient reported the critical alarm stopped on (B)(4) 2017 "around midnight" .the patient was seen in the office and the motor stall recovery occurred on (B)(4) 2017. It was also noted that telemetry showed the motor stall occurred on (B)(4) 2017. The outcome was resolved without sequelae on (B)(4) 2017.